Event description:
It was reported the patient developed new pain in torso and neurological symptoms in lower extremities the night following his surgery. The patient was experiencing shooting pains in torso/ chest wall. A MRI revealed potential spinal cord compression, the exact cause is unknown at the time of report. The pump was stopped by physician at approximately 13:00 on (B)(6) 2015. The pump was then put into minimum rate by physician at approximately 18:00 on (B)(6) 2015. The patient was to be transferred to another facility for additional evaluation and potential revision or explant of device. On (B)(6) 2015 at 18:30, the physician reported the patient¿s neurological symptoms in lower extremities were subsiding. It was not known at the time report specifically which symptoms were present, just that neurological deficits were present. The patient¿s status at the time of report was alive ¿ with injury. The pump was used to infuse hydromorphone, bupivacaine, and clonidine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).